Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgeries: c5-c6 and c6-c7 anterior cervical fusion with a non union at c6-c7 it was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with right c7 radiculopathy and nonunion c6-7 and underwent the following procedures: right c6-7 foraminotomy for decompression of right c7 nerve foot. Posterior cervical arthrodesis c6-7. As per op-notes, ¿on the left, rhbmp-2/acs was laid down and augmented with local morselized bone graft that was taken from the foraminotomy and cancellous chips.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.